Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, cs100 intra-aortic balloon pump (iabp) is giving electrical test fail code #119, front end pcb is suspected to be defective. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional info: e1 (event site postal code: (B)(6). It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) was giving electrical test fail code #119. A distributor investigated the issue. A getinge field service engineer (fse) found that the unit was giving electrical test fail code #119 and the front end board was suspected to be defective. The unit was then checked properly and in order to fix the issue, the front end board (0670-00-0668) was replaced. The unit then passed tests and was working properly. The unit was then handed over to the customer in good working condition.no patient involvement.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0670-00-0668 front end,pcb serial number (B)(6) with a reported unit failure of electrical test failure code #119. The failure analysis and testing dept. Performed a visual inspection of part number 0670-00-0668 front end,pcb serial number (B)(6) and found the part to be in good condition. The failure analysis and testing dept. Installed the front end board into the cs100 test fixture serial number (B)(6) and tested the board to factory specifications per the cs100 service manual part number 0070-00-0528-01rev. Ad. When the cs100 was booted up, an alarm sounded with the electrical test fail code #119 error being observed on the display. The failure analysis and testing dept. Replicated the failure of electrical test fail code #119. The board failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.